Event description:
The customer reported elevated troponin I (access accutni) results, primarily within the risk stratification range, for 19 patients, on two separate event dates involving the access 2 immunoassay system. This report is two of two referencing the patient on the event date noted. The elevated results were released from the laboratory and questioned by the emergency room (ER). The customer retested the patients' samples on an alternate access 2 system and obtained lower results primarily within the normal reference range. There was no report of patient consequence or change in patient treatment associated with this event. The customer did not know if any further testing was ordered on the patients. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for three minutes, at room temperature. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the aspirate probe tubing for aspirate probe #3 was misrouted as it was wrapped around the substrate tubing. The fse noted the customer had performed weekly system maintenance after the erroneous results were generated; the misrouted tubing did not contribute to the event. The fse replaced the peristaltic pump tubing and routed correctly; the substrate probe and tubing were also replaced. The fse proactively replaced the main pipettor tip and adjusted voltages within specifications. The fse verified alignments of the pipettor tip. The mixer speed was adjusted to 2,500 rpm (rotations per minute) and a high sensitivity system check was performed, which failed to pass within instrument specifications. The fse removed the analytical module and noted a dirty mixer; the fse replaced all the mixers. The fse cleaned the wash wheel as build-up of wash buffer was noted. Bubbles were noted in the wash pump and valve; the fse cleaned the components and resolved the bubbles issue. A high sensitivity system check was performed, which again failed to pass within instrument specifications. The fse then performed an rv (reaction vessel) transfer exerciser and noted the incubator clips were getting bumped; the fse replaced all the incubator clips. The fse replaced the home clip and adjusted the rv shuttle closer to the rv rake. The fse performed the rv transfer exerciser and noted no incubator clips were getting bumped. System verification testing (high sensitivity system check and precision testing) was within assay and instrument specification following the repairs. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. A specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00029.